Manufacturer narrative:
B5: describe event or problem: new information.

Event description:
Reprise IV study: it was reported that high mean pressure gradient/velocity and left bundle branch block(lbbb) occurred. Procedure summary: prior to the index procedure, heparin or another anticoagulant was given.the subject was on a prior regimen of aspirin and another antiplatelet medication at the time of index procedure. A lotus introducer sheath was placed and then the native aortic valve was treated with balloon valvuloplasty (bav) and subsequent deployment of a 27 mm lotus edge valve. Successful repositioning of the lotus edge valve involved complete and partial re-sheathing of the lotus edge valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus, all in accordance with the directions for use. Post procedure event summary: on the same day of the index procedure, post index procedure, the subject felt weak and was diagnosed to have developed new onset lbbb. The subject underwent electrophysiology study. The subject was discharged on aspirin and clopidogrel four days post index procedure. 36-days post index procedure, during the 30-day follow-up the transthoracic echocardiogram(tte) report revealed high mean pressure gradient and velocity. Tte assessment showed the peak velocity was 3.5 m/sec, aortic valve area was 1.5 cm^2, mean aortic pressure gradient was 27 mmhg and the left ventricular ejection fraction was 55%. No aortic valve regurgitation was noted. The elevated velocity across the prosthetic valve was suggested to be as a result of the mild stenosis. The subject was currently on aspirin and clopidogrel. In view of the higher velocity across the implanted valve, anticoagulant was initiated. A cardiac computerized tomography(CT) was to be performed for the assessment of subclinical thrombosis or hypo-attenuating leaflet thickening (halt). At the time of reporting, the event was considered to be not recovered. It was further reported that: on the same day of the index procedure, post tavr, electrocardiogram revealed new onset of left bundle branch block. Ultrasound was also performed as a diagnostic procedure. The event led to prolongation of the index hospitalization. At the time of reporting, the event was considered to be recovering.

Event description:
(B)(6) study it was reported that high mean pressure gradient/velocity and left bundle branch block(lbbb) occurred. Procedure summary: prior to the index procedure, heparin or another anticoagulant was given. The subject was on a prior regimen of aspirin and another antiplatelet medication at the time of index procedure. A lotus introducer sheath was placed and then the native aortic valve was treated with balloon valvuloplasty (bav) and subsequent deployment of a 27 mm lotus edge valve. Successful repositioning of the lotus edge valve involved complete and partial re-sheathing of the lotus edge valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus, all in accordance with the directions for use. Post procedure event summary: on the same day of the index procedure, post index procedure, the subject felt weak and was diagnosed to have developed new onset lbbb. The subject underwent electrophysiology study. The subject was discharged on aspirin and clopidogrel four days post index procedure. 36-days post index procedure, during the 30-day follow-up the transthoracic echocardiogram(tte) report revealed high mean pressure gradient and velocity. Tte assessment showed the peak velocity was 3.5 m/sec, aortic valve area was 1.5 cm^2, mean aortic pressure gradient was 27 mmhg and the left ventricular ejection fraction was 55%. No aortic valve regurgitation was noted. The elevated velocity across the prosthetic valve was suggested to be as a result of the mild stenosis. The subject was currently on aspirin and clopidogrel. In view of the higher velocity across the implanted valve, anticoagulant was initiated. A cardiac computerized tomography(CT) was to be performed for the assessment of subclinical thrombosis or hypo-attenuating leaflet thickening (halt). At the time of reporting, the event was considered to be not recovered.

Event description:
Reprise IV study. It was reported that high mean pressure gradient/velocity and left bundle branch block(lbbb) occurred. Procedure summary: prior to the index procedure, heparin or another anticoagulant was given.the subject was on a prior regimen of aspirin and another antiplatelet medication at the time of index procedure. A lotus introducer sheath was placed and then the native aortic valve was treated with balloon valvuloplasty (bav) and subsequent deployment of a 27 mm lotus edge valve. Successful repositioning of the lotus edge valve involved complete and partial re-sheathing of the lotus edge valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus, all in accordance with the directions for use. Post procedure event summary: on the same day of the index procedure, post index procedure, the subject felt weak and was diagnosed to have developed new onset lbbb. The subject underwent electrophysiology study. The subject was discharged on aspirin and clopidogrel four days post index procedure. 36-days post index procedure, during the 30-day follow-up the transthoracic echocardiogram(tte) report revealed high mean pressure gradient and velocity. Tte assessment showed the peak velocity was 3.5 m/sec, aortic valve area was 1.5 cm^2, mean aortic pressure gradient was 27 mmhg and the left ventricular ejection fraction was 55%. No aortic valve regurgitation was noted. The elevated velocity across the prosthetic valve was suggested to be as a result of the mild stenosis. The subject was currently on aspirin and clopidogrel. In view of the higher velocity across the implanted valve, anticoagulant was initiated. A cardiac computerized tomography(CT) was to be performed for the assessment of subclinical thrombosis or hypo-attenuating leaflet thickening (halt). At the time of reporting, the event was considered to be not recovered. It was further reported that: on the same day of the index procedure, post tavr, electrocardiogram revealed new onset of left bundle branch block(lbbb). Ultrasound was also performed as a diagnostic procedure. The event led to prolongation of the index hospitalization. At the time of reporting, the event was considered to be recovering. It was further reported that at the time of reporting, the event of lbbb was considered not recovered.

Manufacturer narrative:
B5: describe event or problem: new information.

Event description:
Reprise IV study: it was reported that high mean pressure gradient/velocity and left bundle branch block(lbbb) occurred. Procedure summary: prior to the index procedure, heparin or another anticoagulant was given. The subject was on a prior regimen of aspirin and another antiplatelet medication at the time of index procedure. A lotus introducer sheath was placed and then the native aortic valve was treated with balloon valvuloplasty (bav) and subsequent deployment of a 27 mm lotus edge valve. Successful repositioning of the lotus edge valve involved complete and partial re-sheathing of the lotus edge valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus, all in accordance with the directions for use. Post procedure event summary: on the same day of the index procedure, post index procedure, the subject felt weak and was diagnosed to have developed new onset lbbb. The subject underwent electrophysiology study. The subject was discharged on aspirin and clopidogrel four days post index procedure. 36-days post index procedure, during the 30-day follow-up the transthoracic echocardiogram(tte) report revealed high mean pressure gradient and velocity. Tte assessment showed the peak velocity was 3.5 m/sec, aortic valve area was 1.5 cm^2, mean aortic pressure gradient was 27 mmhg and the left ventricular ejection fraction was 55%. No aortic valve regurgitation was noted. The elevated velocity across the prosthetic valve was suggested to be as a result of the mild stenosis. The subject was currently on aspirin and clopidogrel. In view of the higher velocity across the implanted valve, anticoagulant was initiated. A cardiac computerized tomography(CT) was to be performed for the assessment of subclinical thrombosis or hypo-attenuating leaflet thickening (halt). At the time of reporting, the event was considered to be not recovered. It was further reported that: on the same day of the index procedure, post tavr, electrocardiogram revealed new onset of left bundle branch block(lbbb). Ultrasound was also performed as a diagnostic procedure. The event led to prolongation of the index hospitalization. At the time of reporting, the event was considered to be recovering. It was further reported that at the time of reporting, the event of lbbb was considered not recovered. It was further reported that a temporary pacemaker was placed to treat the lbbb.